Manufacturer narrative:
(B)(4). (Method/results/conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Customer informed us that a patient noticed a second degree burn several days after an examination with an intera 1.5t mr system. No additional information is available at this moment. The investigation is still ongoing and a final report will follow.